Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that during the fixation of the reconstruction plate, two fixation screws broke. It was also stated that the drill used for the pilot hole of the first screw, which fractured, was a drill with 1.5mm diameter, but was not a stryker product. For the pilot hole of the second screw, which fractured, they switched to an appropriate stryker drill for 2.3mm screws. Despite the use of the correct drill, the second screw broke as well. In this case the fracture occurred not during the insertion or tightening phase but during the intended attempt to remove it during the procedure. The threads of the screws remained in the patient and the screw heads will be returned for investigation. The procedure was completed successfully and the issue caused a minimal delay of about 5 minutes.

Manufacturer narrative:
Two screw heads were returned for investigation and the reported event could be confirmed. The investigation shows that the screws broke as a result of too high torsional forces in forced rupture mode during the insertion respectively during the turn out. Most likely the satisfying result was not achieved during the insertion of the screw, which broke during the turn out. Additional the screw was strongly pre damaged. Therefore by the attempt to remove the screw the breakage occurred. The fracture surfaces show the typical flow structures of a ductile torsional breakage on turn on sense. The fracture surfaces show the typical flow structures of a ductile torsional breakage on turn on sense. The root cause of the failure could have been a too small diameter or a too low deepness of the pilot hole. Indications for material or manufacturing related problems were not found in this investigation. Therefore no corrective and/or preventive actions are deemed necessary at that time. The complaints were added to the complaint trend.

Event description:
It was reported that during the fixation of the reconstruction plate, two fixation screws broke. It was also stated that the drill used for the pilot hole of the first screw, which fractured, was a drill with 1.5mm diameter, but was not a stryker product. For the pilot hole of the second screw, which fractured, they switched to an appropriate stryker drill for 2.3mm screws. Despite the use of the correct drill, the second screw broke as well. In this case the fracture occurred not during the insertion or tightening phase but during the intended attempt to remove it during the procedure. The threads of the screws remained in the patient and the screw heads will be returned for investigation. The procedure was completed successfully and the issue caused a minimal delay of about 5 minutes.